Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative had not met with the patient for their follow up appointment. The patient was doing well after surgery and they had bi-lateral leg coverage.

Event description:
Device analysis complete.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was stated that the battery had reduced capacity due to overdischarge. It was stated that the trace report obtained from the ins indicated the total recharge count was 86 and the last recorded recharge session while the device was implanted was on (B)(6) 2014. It was reported that the device was recharged for 19 minutes from 3.770v to 3.880v. It was noted that the parameter trend diagnostic showed patient usage after this recharge session. It was reported that the battery discharged to the lock mode on (B)(6) 2014.

Event description:
It was reported that there was a communication problem. The patient stated that this issue started today and that they had just recharged successfully just under a week ago. It was reported that the patient checked the device with the patient programmer and received the implantable neurostimulator (ins) was empty, recharge ins screen. It was noted that the screen flickered when pressing the recharge screen. It was noted that the patient was redirected to a manufacturer¿s representative. It was noted that the patient¿s healthcare professional (hcp) left their practice and the patient was actively looking for a new managing hcp. Additional information received reported that today the patient noticed the "reposition antenna" symbol on her recharger. The patient stated that she last felt stimulation today and that she was not able to connect with her patient programmer. It was noted that the patient had 70 for coupling but was still not able to recharge her ins. It was stated that the patient saw depleted battery on the patient programmer. The patient stated she could not connect to her recharger and there was a reposition antenna screen on the insr (implantable neurostimulator recharger). Additional information received reported that an ins over-discharge was suspected. It was noted that a healthcare professional (hcp) called today asking about starting the patient's battery. Additional information received reported that the manufacturer¿s representative could not read the patient¿s device with the 8840 (clinician programmer). It was stated that after the first pmr (physician mode recharge) they tried to synch with the ins and it didn¿t do anything. It was stated that they did another hour of pmr and the 8840 received a message that the ins was discharged and to charge now. The caller asked if they could do a restart. It was stated that while on the phone the patient put on insr and received a por (power on reset) message on the insr. It was noted that the caller was walked through clearing the por and afterwards they were able to do normal recharging with all 8 coupling boxes shaded and first quarter of ins battery icon was blinking. The patient reported that the issue started yesterday and the last successful recharge was 9 days ago. The patient stated that ¿up until yesterday¿ the patient had good coverage and stimulation, and ¿then it got weak and just went off.¿ it was reported that the patient had no falls or trauma. It was noted that the patient was advised to fully recharge the ins today and to check the ins battery level frequently. Additional information received reported that they charged the ins to 25% and then cleared the por and set date and time. It was stated that when they rechecked the ins with the patient programmer it displayed <(> <<)>25% battery. It was stated that the battery level was 3.630 v. It was reported that the patient programmer and 8840 could not read the ins. It was stated that the insr indicated that the ins was <(> <<)>25%. It was stated that the ins was discharging very fast. The patient was advised to charge to 100% tonight and see if it would hold a charge. It was noted that the manufacturer¿s representative said the patient lost stimulation yesterday at 2 pm. Additional information received reported that the patient came into the office yesterday and a manufacturer¿s representative was present. It was stated that they did a trickle charge which failed to charge the battery. It was stated that they then had the patient charge normally ¿up to 25%¿ to see if they could get some kind of read out, but it still said it was in discharge. It was stated that the por (power on reset) was cleared but they couldn¿t get the stimulation to turn on. It was stated that they sent the patient home to charge fully and the patient was to call today with the result. Additional information received reported that when the manufacturer¿s representative cleared the por she saw the 0x8 message, indicating the implant recovered from an over-discharge situation. It was noted that the patient went home last night and charged from 5:30 pm to 1:00 am to get the implant fully charged, and it was stated that the patient woke up this morning and the implant ¿was at the point of discharge.¿ it was stated that ¿it appeared the device was discharging very quickly.¿ additional information received reported that the mdt file, insr states, impedances were requested by the manufacturer to do further troubleshooting. The caller noted that the patient¿s insr was connecting fine and getting 8 coupling boxes. No additional information, a follow up meeting was planned with the patient next week. Additional information received reported that the mdt file was transferred to for diagnostics/troubleshooting. The caller noted frequent recharging from parameters from the session report. It was stated that the estimated recharge interval was calculated as 9.08 days recharge interval beginning of life and 7.64 recharge interval end of life. (It was noted that the recharge interval was not accurate because they did not have group impedances or exact frequency patient was using). The caller noted a rapid depletion was noted by other manufacturer¿s representative. It was stated that the complaint was that the ins had been fully charged, and dropped to one ¿cortile¿ (quartile) in a short duration. It was noted that the patient was not feeling stimulation. It was also noted this was the patient's 3rd trip to the hcp since last week. Additional information received reported that the mdt file confirmed that the patient had been in over-discharge for approximately 299 days (9.8 months. It was stated that the patient¿s ins did not go into over-discharge in one day. It was stated that she has not charged the ins for ¿at least 354 days prior to the over-discharge.¿ it was stated that ¿severe over-discharge damage to the battery was the reason for rapid discharge that occurred after the patient charged the ins following over-discharge recovery. Additional information received reported that a replacement was being scheduled. Info sent in to tech support by (B)(6)on friday so we are duplicating our information on this patient. Additional information received reported that nothing was yet resolved, the device was going to be replaced next week. It was stated that the patient was not admitting to letting the device go uncharged and this all happened recently.